Event description:
It was reported by the customer that pyxis medstation es system had drawer failure.the user mentioned that there was a delay happened during dispensing a medication.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the drawer failed to engage with the latch. A field service engineer inspected the station and adjusted the latch twangers to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.